Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath and a hemostatic valve leakage issue occurred. Leakage issue. Before the procedure, fluid (saline solution) escaped from the hemostatic valve of the device. A second device was used to complete the procedure. There was no adverse event reported on the patient. Additional information was received. The hemostatic valve did not dislodge. The brim cap nor the hub detached from the sheath. The sheath was not being used on the patient. Therefore, air did not enter the patient's body nor blood return observed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).